Manufacturer narrative:
The reporter's test strips were provided for investigation where they were tested using a retention meter and controls. Testing results (qc range = 2.5 - 3.1 inr): vial# 00370507. Qc 1: 2.6 inr, qc 2: 2.6 inr, qc 3: 2.6 inr. Vial# 00370233. Qc 1: 2.5 inr, qc 2: 2.6 inr, qc 3: 2.5 inr. The obtained results were in the allowed range. No error messages occurred during the investigation. The customer stated that they do not know if the alcohol had dried prior to sticking the test finger. Residues of water or disinfectant on the skin can dilute the drop of blood and lead to incorrect results. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable inr results with a coaguchek xs plus meter compared to an unknown laboratory method. The facility uses two meters serial number (B)(4), it is unknown which meter was used to obtain the following results. On (B)(6) 2020 the result from the meter at 9:10 a.m. Was 5.6 inr. The result from the laboratory at 9:51 a.m. Was 4.2 inr. On (B)(6) 2020 the result from the meter at 8:32 a.m. Was 4.0 inr. The result from the laboratory at 9:21 a.m. Was 2.9 inr. On (B)(6) 2020 the result from the meter at 9:21 a.m. Was 4.6 inr. The result from the laboratory at 9:47 a.m. Was 3.3 inr. On (B)(6) 2020 the result from the laboratory at 8:18 a.m. Was 3.0 inr. The result from the meter at 9:15 a.m. Was 4.2 inr. All result comparisons are from the same patient. The patient's therapeutic range is 2.0-3.0 inr.